Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had their neurostimulator replaced due to 3 over-discharge conditions. Further details were not available due to patient confidentiality concerns.